Manufacturer narrative:
We have received and investigated the complaint device for reported incident. We have confirmed the defect. We found that the device was oozing with some permeability from one point nearer to one end from the graft. This is a bioprosthetic device and variation along the graft is normal. Our IFU does state that a "small amount of oozing is acceptable". All grafts are subjected for leak testing prior to acceptance into inventory.

Event description:
When the surgical tech was flushing the graft, he noticed the graft was leaking from the midpoint of the graft. So, he clamped the distal end and lightly flushed the graft, which then showed diffuse weeping from multiple areas. No obvious defect was noted. The graft was then discarded and then another graft was used. The graft was not used in the patient.